Event description:
It was reported that the right ventricular lead triggered a lead warning about two years, three months earlier and had since had a threshold of 1.5 volts at 1.0 milliseconds and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488tc46 lead, implanted (B)(6) 2002. (B)(4).